Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. Per documentation, the patient was using dexcom when the incident happened. According to the report, at an unspecified moment, the bg was 376 mg/dl while the egv was 155 mg/dl. This was reportedly taken by the patient at home. At an unspecified moment, the egv was reading 465 mg/dl but with manual blood glucose reading, the bg was 420 mg/dl. Of note, the display device will not show an egv of 465 mg/dl. The display device will show the word high for egv 401 mg/dl and above. Per documentation, the patient was advised by the doctor if it's over a 400 mg/dl, to go to the emergency room. It was not documented whether or not the patient attempted to self treat the hyperglycemia. At an unspecified moment, the patient fell down and fainted and also had tightness of chest. The patient reportedly went to the emergency room around 1700-1900 and was discharged on the same day. The bg and egv while in the ed were not documented. While in the ed, he was treated with saline drip and underwent x-ray and CT scan. The sensor was removed by the nurse for the imaging. At the time of follow up call, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.